Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The seal and the hemostatic valve came apart. They exchanged the sheath and the issue was resolved. The case continued without any further incident. There was no patient consequence reported. Additional information was received on the event on 04-mar-2022. The seal for the introducer broke. The hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve became detached from the sheath. The sheath was being used on the patient and air entered the patient¿s body. The issue did not require percutaneous or surgical removal. Blood return was not observed. Requested clarification to this complaint regarding air entering the patient with no mention of an adverse event. A response was received on 30-mar-2022 stating that this issue was discovered before being introduced into the patient, so there was no air introduced to the patient. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
Initially it was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue was assessed. The seal and the hemostatic valve came apart. They exchanged the sheath and the issue was resolved. The case continued without any further incident. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 04-apr-2022 reflects that the visual analysis of the returned sample revealed that the brim cap was detached from the hub. Also, the hemostatic valve was found detached per the brim cap detachment. In addition, the picture investigation closure on 04-apr-2022 reflects that the brim cap, hemostatic valve, and silicone ring were observed detached from the vizigo sheath. The additional finding of the brim cap detachment was assessed as MDR reportable. The awareness date for this reportable lab finding is 04-apr-2022. Therefore, added under h6. Medical device problem code "detachment of device or device component (a0501)". The investigation completion was on 04-apr-2022. An analysis was performed on the picture that was provided by the customer. According to the picture provided by the customer, the brim cap, hemostatic valve, and silicone ring were observed detached from the vizigo sheath. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the brim cap was detached from the hub. Also, the hemostatic valve was found detached per the brim cap detachment. Microscopic examination of the hub surface has shown evidence of adhesive that shows that the components were attached. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. A device history record was performed and no internal actions related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the hub has glue residues and this shows that the brim cap was attached to the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the brim cap detachment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ h6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).